Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pneumonectomy, while the device was used on bronchus, handle made a cracking sound and the staple line had separated. Surgeon oversew the staple line to secure the bronchus. Tissue damage occurred since there was tissue separation at the staple line. There was also a problem unloading the device.